Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a routine check-up, inappropriate auto mode switch episodes due to atrial lead noise were observed. The issue was not reproducible in clinic. No intervention was performed. The patient was stable and will continue to be monitored with regular in-clinic follow-ups.